Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 16mm stent delivery system (sds) catheter was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture. This is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues noted with device.

Event description:
Reportable based on device analysis completed on 13-sep 2022. It was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. However, returned device analysis revealed stent detached.